Event description:
It was reported that the zimmer pulsavac plus wound debridement system became extremely hot, started to smoke, an melt plastic. Staff removed battery operated pump from the operating room. Additional clinical follow up with the customer indicated that the battery pack was the portion of the device which was reported to have become hot, started to smoke, and melt the plastic. There was no issue reported which concerned the handpiece. The battery pack had been removed from the o.r. Suite an placed in a scrub sink. At that time a staff member had opened the battery pack and indicated there had been liquid leaking out of the batteries. There was no harm or injury to the patient or staff, and no increased surgical time. The cable was cut by staff following removal of product to the sub-sterile area.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.